Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2017-00948. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show multiple instances where the device was powered down; however there was no evidence that the device intermittently shut down by itself or related to any low battery warning messages. No trend is associated with reports of this type.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2017-00948. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show multiple instances where the device was powered down; however there was no evidence that the device intermittently shut down by itself or related to any low battery warning messages. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.